Event description:
A customer reported a low reading issue with the freestyle libre sensor. The customer reported experiencing dizziness and shaking and obtained a scan of 48 mg/dl. The customer self-treated with sugar tablet, then had contact with a healthcare professional. A healthcare meter reading of 258 mg/dl was obtained, and the customer treated with insulin IV. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. B5 - describe event or problem was incorrectly documented that there was a low reading issue with a freestyle libre 2 sensor. B5 has been updated to reflect the correct product reported.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre 2 sensor. The customer reported experiencing dizziness and shaking and obtained a scan of 48 mg/dl. The customer self-treated with sugar tablet, then had contact with a healthcare professional. A healthcare meter reading of 258 mg/dl was obtained, and the customer treated with insulin IV. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.